Event description:
It was reported that the system intermittently displayed a communication failure error message and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector and the real time operating system (rtos) were replaced during the service call. The system was tested and found to be working as intended and put back into service.